Event description:
A non-healthcare professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced glare and halos. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was unhappy with quality of vision. Additional information was received stating that, it was too soon for the physician to determine if the patient's issue resolved as the patient was still dilated at post operative and there was no further harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).